Manufacturer narrative:
02-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the strings seemed to pull away from the tampon as she tried to remove them. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the strings seemed to pull away from the tampon as she tried to remove them. No injury was reported.